Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified, 90% stenosed, mid left anterior descending (lad) coronary artery. A .014 wiggle guide wire was was inserted into the anatomy. They rotobladed the lesion, performed pre-dilatation several times and successfully implanted two unspecified stents. During retraction of the wiggle guide wire from the anatomy, the guide wire caught on one of the stents, separated into two pieces, leaving a 6cm portion of the guide wire in the anatomy. They tried unsuccessfully to snare the separated portion of the guide wire; therefore, a stent was used to embed the separated piece into the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction from the anatomy the guide wire caught on one of the stents resulting in the reported entrapment. Manipulation of the guide wire resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.